Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they have had nothing but problems with the device ever since it was implanted. Patient stated when they first got the implant installed, the rep that was supposed to show up never showed, so a different rep came to their surgery and gave them a unit that they were not supposed to have. Patient stated when the implant was installed the leads were twisted and did not lay flat, so the doctor believed that is why the stimulation was not hitting the spots it was supposed to. Patient stated due to that, they now see their pain management doctor for injections in their nerves and si joint. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.